Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a prostatic artery embolization (pae) procedure, to improve lower urinary tract symptoms. The catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's vasculature under fluoroscopy to the targeted uterine artery of interest. During catheter manipulations over a guidewire the catheter tip detached. The physician used a vascular snare device to successfully retrieve the foreign body from the patient. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.